Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not using the therapy much in the past few months because it did not seem to be helping and patient was getting uti's . Patient stated therapy was to get patient to wake up in the night and it did help with that in the beginning but now patient can't tell the difference because they will have an infection and have frequent urination and sometimes wet the bed which is awful and copious. Patient had shut therapy off probably a couple months ago. Patient asked if there is any possibility that the wires in the bladder could be causing frequent uti's. Agent asked how long this has been going on and patient stated ever since they moved probably a year and a half ago and it was not much better with the device. Patient went to an urgent care and the doctor said patient had 5 of these in the last 5 months and needs to check with someone. Patient does not have a urologist currently. Patient did see a [manufacturer] person to adjust it about a year ago or maybe longer but does not remember who it was. Patient mentioned they have always had utis but it was a lot worse now. The patient was redirected to their healthcare provider to further address the issue. Agent emailed representative listings to patient.